Manufacturer narrative:
The customer stated that the device indicated that there was a patient disconnect, but the tubing was checked and it was confirmed to be secured. The customer found the issue to be with the proximal pressure sensor. In a good faith effort (gfe) response from the authorized service provider (asp) received, the diagnostic report (drpt) was not provided. The patient information from the time of the event was stated to asked but unknown (asku). The asp stated that the hospital equipment department replaced the pressure sensor and then the device returned to normal use. The asp did not provide the part information for the pressure sensor replaced. The device was confirmed to have returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor of the device was unresponsive, causing a patient disconnect alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device indicated that there was a patient disconnect, but the tubing was checked, and it was confirmed to be secured. The customer found the issue to be with the proximal pressure sensor. This investigation is ongoing.